Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer received a button error alarm. Insulin pump may have been exposed to sweat. Customer's blood glucose was 80 mg/dl. Insulin pump would need to be replaced.